Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for a follow up. Interrogation of device revealed far-r over-sensing, high capture threshold, and varying p-wave amplitudes on the right atrial lead. Atrial lead dislodgement was suspected. Chest x-ray was mentioned. No intervention was performed. Patient was stable with no further issues.